Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter is reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged inaccuracy issue began 4-5 months prior to contacting lfs; however, she was unable to recall the date. The patient claimed obtaining blood glucose readings of ¿165 and 400 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin (no adjustments) and it was unclear from the call recording what changes, if any, the patient made to her usual diabetes management regimen in response to the alleged issues. The patient reported that an unknown time after the alleged issue began, over the course of the ¿last couple of months¿, she developed symptoms of ¿heart pounding and everything getting cloudy¿ which she associated with a high blood glucose excursion. The patient reported that on the morning of (B)(6) 2016, she visited her doctor¿s office where her blood glucose was tested on the clinic meter and a result of ¿135 mg/dl¿ was obtained. The patient¿s doctor reportedly advised her to ¿not take too much insulin¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.